Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of white foreign material in the air/water (a/w) cylinder and the a/w tube, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water (a/w) cylinder and the a/w tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the foreign material that adhered to/clogged the a/w-cylinder and a/w-channel were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in ¿gif-h185 operation manual chapter 3 preparation and inspection¿. ¿ IFU states the preventive measures in ¿gif-h185 reprocessing manual chapter 5 reprocessing the endoscope¿. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.